Manufacturer narrative:
(B)(4).

Event description:
It was reported that the end of life alerts were incorrect. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.